Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, titan was explanted due to tear in pump.

Manufacturer narrative:
This follow-up MDR is created to document the correct implant/explant dates.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and the additional implant date and event information received. A titan pump was received for evaluation. Examination and testing of the returned component revealed a separation in the bulb of the pump. Testing revealed this to be a site of leakage. The separation appears to be smooth and non-striated, indicating sufficient stress was exerted. Surface abrasion is noted on all tubes of the pump, and on both pieces of detached exhaust tubing. Partial separations within abrasion are noted on the piece of detached inlet tubing. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the three pieces of detached connector tubing. Based on previous quality simulations and examination of the returned product, quality concluded that the smooth and non-striated surfaces associated with this separation indicates that sufficient stress(s) was exerted on the bulb of the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to available information, titan was explanted due to tear in pump. Additional information received indicated patient complaint of implant not functioning.